Manufacturer narrative:
As the adverse event occurred prior to introduction of the device, this event has been deemed unrelated to the device. The event no longer meets reportability requirements.

Event description:
Confirmation was received that the patient experienced a peripheral micro tear during phacoemulsification which was prior to introduction of the device. The capsule tore further during device implantation. The surgeons confirmed their opinion of the likely cause of the event as peripheral micro tear during phacoemulsification.

Event description:
Additional information was received. The surgery was phacoemulsification only and was not complicated in anyway. It was reported orientation of the lens did not change. The iol was confirmed to be clear and free of debris and deposits. The patient did not notice a decrease in their vision. The physician reported the outcome is expected to be ''good''.

Manufacturer narrative:
Device was returned for evaluation. Visual inspection found one haptic arm was bent. The cause of the damage could not be determined and due to the damage, functional testing could not be performed. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Based on the available information, this seems to be an isolated event and the root cause could not be conclusively determined.

Manufacturer narrative:
The device was returned and evaluation is underway. The device history record (DHR) review did not find any non-conformities or anomalies related to this event. A follow-up report will be submitted upon completion of investigation.

Event description:
It was reported that the iol tore through the bag during implantation. The iol was removed and an unknown three piece iol was inserted. Additional information has been requested, but not yet received.